Event description:
Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Litigation alleges that patient has experienced pain, difficulty walking, loosening of the implant, popping in hip, numbness, tingling, and weakness.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that patient has experienced pain, difficulty walking, loosening of the implant, popping in hip, numbness, tingling, and weakness. Doi: (B)(6) 2006; dor: none reported (left side). (B)(6). Update: 11/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A previous review of the device history records for the 2168606 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/17/16-pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated pain and synovitis. There was no mention of loosening. The right hip ((B)(4)) was revised for elevated metal ion levels-no labs), so the stem will be added to this hip as well. The complaint was updated on:3/4/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup and stem, metal wear and metallosis. Added cup 121722056, lot # at3f11000.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4).. Reason for original complaint.- litigation alleges that patient has experienced pain, difficulty walking, loosening of the implant, popping in hip, numbness, tingling, and weakness. Doi: (B)(6) 2006 dor: none reported (left side). Patient is a resident of (B)(6). Update: 11/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 2/17/16-pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated pain and synovitis. There was no mention of loosening. The right hip (com (B)(4)) was revised for elevated metal ion levels-no labs), so the stem will be added to this hip as well. The complaint was updated on:3/4/2016. Update ad 24 april 2018: com-(B)(4) has been re-opened under pc-000251253 due to receipt of ppf and sticker sheets. Ppf alleges loosening of cup and stem, metal wear and metallosis. Added cup 121722056 lot # at3f11000. Doi: (B)(6) 2006 - dor: (B)(6) 2015 (left hip). Pc-000251253- left hip pc-000251265- right hip